Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2011 and that patient underwent a hip revision procedure allegedly due to pain, elevated metal ions, inflammation and lack of mobility. A review of invoice history confirmed the primary surgery date and that a revision procedure took place on (B)(6) 2012 to replace the modular head and taper adapter. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2012-01666 / 01667).